Event description:
Pt has had multiple dislocations. Surgeon implanted a new liner.

Manufacturer narrative:
(B) (4): eval summary: date of implantation was not given, only the date of the alleged event. It is unk if the dislocation occurred during surgery, immediately after surgery or if the event occurred after an extended period of time post-op. The devices were not returned for eval and pt x-rays were not included. Dislocation could be due to (but not limited to) one or more of the following: improper shell size selection; incorrect component positioning; femoral component impingement; pt's natomy prone to dislocation; improper anatomical position assumed by pt; soft tissue imbalance; joint laxity. However, with the info provided, the exact cause of dislocation can not be determined with certainty at this time. O product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.